Manufacturer narrative:
Method, results - no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient's partner reported patient had concerns with one or two kinked infusion set cannulas. Partner stated, the patient did not report that the bent cannulas caused elevated blood glucose readings. Patient is manually inserting the infusion sets. Patient may have discarded the alleged infusion sets. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.